Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magnum driver is not firing during the procedure. Additional clarification was provided stating the magnum driver primes successfully but fails to fire, the trigger mechanism is non functional and appears to be jammed. There was patient involvement, no injury was reported. Additionally, on the video provided by the customer demonstrating the issue with this driver with no patient involvement, it was observed that the serial number etching is missing on the magnum driver.